Event description:
From staff: while setting up the eviva stereotactic guided breast biopsy system the needle did not pass the set-up stage on the first try. Then during the test stage of set-up, the biopsy window did not open and close appropriately. At that time the biopsy device was disconnect form the pearl machine and a new stereotactic guided breast biopsy system was opened and set-up for the procedure. The manufacturer is investigating as this has been an issue with multiple devices. Manufacturer response for instrument, biopsy, eviva_0913-20 (per site reporter). Investigating as this has been an issue with multiple devices.